Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the 95% stenotic and calcified first diagonal (d1). The maverick2 monorail balloon was inflated to 8 atms for 30 seconds on the initial inflation. The maverick2 monorail balloon ruptured 40 seconds into the second inflation at 10 atms. The procedure was completed with another device, and no pt complications were reported. Pt status was reported as 'good'.

Manufacturer narrative:
The complaint source confirmed that the product had been disposed. The manufacturing records for top assembly batch 7385967 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. No root cause can be determined.